Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid. The same day as event onset, the patient was hospitalized for the event. The cause of the event, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported the cloudy drain was not resolved. The patient was treated with unspecified antibiotics for the event. Should additional relevant information become available, a supplemental report will be submitted.